Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the log file confirmed that there was malfunctioning of the flexvision pc. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up properly. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc which returned the device to good working order.